Manufacturer narrative:
Device evaluation summary: the sentrant sheath returned with the dilator loaded. There was no issue removing the dilator. There was no deformation observed to the sheath, sideport tubing and seal. The sheath was flushed via the sideport; water was observed exiting from the tip. There was no leak observed from the seal or seal housing. The reported failure to achieve/maintain hemostatis could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received : it was confirmed the IFU was followed when using the sentrant. The blood leaked from the valve when the dilator was removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath ((B)(6) ) was intended to be used as a conduit during an unknown procedure. It was reported during the index procedure that there was a hemostasis issue with the sentrant sheath, causing blood to leak. As a result, a new non-mdt sheath was used to replace it, allowing the procedure to continue successfully without further complications. Per the physician the cause hemostasis valve leak was not specified. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
B5; additional information received: it was confirmed there was no damage noted to the device or packaging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.